Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, oversensing and high ventricular rate (hvr) episodes due to noise from the right ventricular (rv) lead was observed. The patient was stable with no adverse consequences. Further information was requested, but not yet received.